Event description:
It was reported to philips that the system crashed during boot, which may indicate a booting issue. No harm was reported to philips. The device was outside clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As the customer lacked a maintenance contract with philips, a quotation for a technician's visit was provided; however, the customer did not give their approval. The quote was cancelled as the service is no longer required. No work performed by philips. The codes were updated based on the investigation outcome.